Manufacturer narrative:
Implant date - (B)(6) 2020. Explanted date: device was not explanted. Occupation - lawyer. Device manufacture date - unknown due to unknown product code and lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Terumo medical received a letter on december 30, 2021 from (B)(6) reporting that their client was allegedly injured because of the angio-seal vascular closure device. The letter reported the following: that the patient suffers from metastatic breast cancer. As part of her treatment, on (B)(6) 2020 the patient met with the doctor where he told her that the y90 procedure to her tumor was a minor procedure and that she would recover in a couple weeks, with no lasting effects. On (B)(6) 2020 the doctor completed a mapping procedure on the patient. This procedure involved cutting into to the patients groin area and into her right femoral artery, running tubing to her tumor and administering dye to her liver to map blood flow in the area. In summary, this procedure consisted of everything the actual y90 procedure would consist of, but instead of injecting y90, the doctor injected dye. After the procedure, the doctor told the patient that the mapping yielded great results. The patient later learned that the doctor used an angio-seal closure device manufactured by terumo to seal the femoral artery after the procedure. Late (B)(6) 2020 the patient noticed that her leg went numb after walking short distances. After the prescribed two-to-three-week recovery period after the y90 surgeries, the patient began regular walks to rehabilitate from the surgery. She noticed that if she walked at any rate faster than a slow pace for more than a minute, or if she walked up hills, her leg would go numb and essentially feel dead and heavy. She would have to stop walking, rest until feeling returned to her leg, then immediately return home. After this happened several times, the patient reported the issue to the doctors office and sought medical advice. After imaging of the artery was completed, she learned that the closure device had collapsed into the artery and the arterial wall suffered a dissection. (B)(6) 2021 the patient underwent another surgery to repair the damage from the closure device, but the surgery was not successful. A surgeon who specializes in arterial surgery attempted to repair the dissected arterial wall and remove the collapsed angio-seal device, however weeks after the surgery when the patient attempted to go for a walk or bicycle, her leg almost instantly went numb and dead just as it had before. The patient has continued to consult with doctors regarding how to repair her artery so she can regain her mobility, but her doctors have informed her that another surgery is risky and with a relatively low chance of success. The patient is now faced with the likelihood of never being able to hike, go on brisk walks, or engage in any type of vigorous exercise for the rest of her life.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed since the patient had to be treated for an occluded and dissected vessel from the angioseal device. The likely cause could be related to over tamping of the collagen causing the device to be deployed into the vessel. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).